Event description:
It was reported via legal notification that an 85 yo female patient, had an initial right knee implanted on (B)(6) 2009, and underwent a revision procedure on (B)(6) 2014, approximately 5 years post op for reasons unknown. No additional information.

Manufacturer narrative:
Pending investigation. Concomitant medical products: 200-02-29 - three peg patella 29mm, (B)(4), 200-04-32 - cemented finned tib. Tra sz 3f/2t, (B)(4), 203-96-01 - (11-2222) saw blade new stryk (.050), (B)(4), 230-03-03 - optetrak asy,cr cemented femoral, sz 3, (B)(4), correction/removal number: z-0019-2022.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. H7: z-0019-2022.